Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER after receiving inappropriate hv therapy. Post-sensed t-wave oversensing on the ventricular channel was observed. Programming changes were made and the device remains implanted.